Manufacturer narrative:
(B)(4). Physio-control evaluated the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control performed a clinical review of the reported event information and the downloaded electronic patient record. The clinical review concluded that the cause of the reported issue was due to use error. The device operator did not confirm that the triangle sense markers were properly synchronized on the r-wave prior to delivering a synchronized shock to the patient. The device instructions for use include the following instructions and warnings regarding the use of the device sync function: confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations (for example, on the t-wave), adjust ECG size or select another lead. (It is normal for the sense marker location to vary slightly on each qrs complex.) Warning! Possible lethal arrhythmia. Ventricular fibrillation may be induced with improper synchronization. Do not use the ECG from another monitor (slaving) to synchronize the lifepak 12 defibrillator/monitor¿s discharge. Always monitor the patient¿s ECG directly through the ECG cable or therapy cable. Confirm proper placement of the sense markers on the ECG.

Event description:
The customer contacted physio-control to report that they had doubts about the functionality of their lifepak 12 defibrillator/monitor. During use on a patient a shock had been administered, but the customer was not sure the shock should have been administered. They wanted to know whether it was possible to change the settings for synchronization. During a clinical review of the downloaded electronic patient records it was observed that the patient's ECG rhythm was wide qrs tachycardia. The sync mode was on and inappropriately synchronizing when a 20j synchronized shock was delivered. This shock delivery immediately converted the rhythm to a regular ventricular tachycardia. A synchronized shock (with appropriately placed sync markers) of 200j was delivered after approximately 24 seconds and converted the ECG to a sinus rhythm. There was patient use associated with the reported event. After having received a synchronized shock (with appropriately placed sync markers) of 200j after approximately 24 seconds, the patient's ECG was converted to a sinus rhythm.